Event description:
Ambulance personnel were attending to a pt in svt. While attempting to monitor the pt, the operator reported observing intermittent spurts of baseline artifact and eventually the monitor displayed dashed lines indicating a leads off condition. All electrode/cable connections were verified and a reason for the message could not be discerned. A back up device was used to continue treatment. Although a delay to treatment was reported, there were no adverse effects to the pt reported as a result of the alleged malfunction.